Event description:
Reporter states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. Patient was given an unspecified dose of vitamin k to take when she got home and was advised to hold her coumadin prior to the lab result coming back. When the lab result was returned, the patient was instructed to resume her coumadin dose as normal. No adverse event due to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.